Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a stryker collaborative study named "prospective data collection of the treatment for total replacement of the radial head with the evolve proline implant" that contains collected data on the usage and the outcomes of evolveproline. The report details analysis provided for revision procedures performed between january 2010 to july 2021. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: for 4 patients heterotropic ossification. This is patient 3 out of 4.

Event description:
The manufacturer received a stryker collaborative study named "prospective data collection of the treatment for total replacement of the radial head with the evolve proline implant" that contains collected data on the usage and the outcomes of evolveproline. The report details analysis provided for revision procedures performed between january 2010 to july 2021. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: for 4 patients heterotropic ossification. This is patient 3 out of 4.

Manufacturer narrative:
Correction: please refer h6 method code and clinical code. This complaint has been generated based on findings discovered during literature and clinical review process. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.